Event description:
It was reported that the device broke. The 95% stenosed target lesion was located in the carotid artery. A 190 cm filterwire ez was selected for use. During the procedure, the physician implanted an 8f guiding to the common carotid and then chose this device, which could not be deployed normally after several attempts and then broke in the catheter part. The device was simply pulled out and was replaced with a new one and deployed it smoothly, completing the procedure. There were no patient complications reported and the patient is stable.